Manufacturer narrative:
Follow-up #1: date of submission 22-aug-2018 device evaluation: the pump has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the pump black box showed evidence of a sudden drop voltage readings resulting in a low battery warning and a replace battery alarm on (B)(6) 2018. The pump powered on with a test battery cap. There was no evidence of moisture inside the battery compartment. During investigation, the pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no warnings, overheating, or power loss duplicated. The pump electrical current draws were found to be within specification. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The power flex and components were inspected with no defects found; no damage was observed to power circuit. The complaint of the pump overheating was not duplicated during investigation. A battery was not returned with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump was very hot when the battery was removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.